Event description:
It was reported that "on (B)(6) 2012, the patient underwent the surgery with the small xia. On (B)(6) 2013, the patient underwent the elongation surgery." On (B)(6) 2013, the surgeon confirmed via x-ray that the connecter broke. The patient underwent a revision surgery on (B)(6) 2013 to remove the broken connector.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment results: the customer event of a xia 4.5 titanium extended connector small fracture was confirmed via sales rep correspondence. The device was not returned for evaluation. A previous material analysis from a similar investigation identified that the connecter had experienced a fatigue fracture. Conclusion: the root cause of the failure is likely due to fatigue.

Event description:
It was reported that "on (B)(6) 2012, the patient underwent the surgery with the small xia. On (B)(6) 2013, the patient underwent the elongation surgery." On (B)(6) 2013, the surgeon confirmed via x-ray that the connecter broke. The patient underwent a revision surgery on (B)(6) 2013 to remove the broken connector.